Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 413 mg/dl and a sensor glucose level of 55 to 65 mg/dl. Customer reported that this was a recurring issue. The customer advised that he would monitor the sensor and call back with any issues. The sensor will not be replaced or returned for analysis.